Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no information provided regarding any adverse impact on the customer's blood glucose level. A replacement pump with a new serial number was provided.